Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 07/10/2023. An investigation was conducted on 07/19/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety on, which prevents the white plunger from being depressed. The seal and tension spring assembly was observed in the loading device body. A mechanical evaluation was conducted. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. No visual defects were observed on the intact seal, no cracks or delamination was observed on the seal. No measurements of the delivery device were taken due to the presence of blood on the delivery device indicates an attempt was made to introduce the device into the aorta. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot #3000307047 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
Related to (B)(4) and (B)(4). Summary: the hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) could then be loaded correctly, but here the seal was not released inside the aorta, but only went when the insertion aid was withdrawn from the aortotomy. A new replacement device was used. No harm to the patient except for the time factor and the aorta had to be clamped.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.